Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a perclose proglide device after a cardiac catheterization interventional procedure. Reportedly, the arteriotomy was a high stick. The 'high stick' was in a vessel less than 5 mm in diameter. There was difficulty parking the foot and the device was forcibly removed. The removal of the device caused tissue damage. A pseudoaneurysm developed. The arteriotomy was rewired and a second perclose proglide was deployed, hemostasis was not achieved. Hemostasis was achieved by applying manual arterial compression. The patient was hospitalized overnight. One week later surgery was performed and a vascular patch was used to repair the pseudoaneurysm. There was no reported adverse patient sequela. The physician is reportedly trained in the use of the perclose proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Improper or incorrect procedure. This is to address failure to perform a femoral angiogram prior to the procedure to verify the access site and excessive force during device removal. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. Reportedly, a femoral angiogram was not taken prior to the procedure. The instructions for use (IFU) states: perform a femoral angiogram through the introducer sheath to verify that the access site is in the common femoral artery. To avoid posterior wall suture placement and possible ligation of the anterior and posterior walls of the femoral artery, fluoroscopically evaluate the femoral artery for size, calcium, tortuosity, and for disease or dissections of the arterial wall. It was also reported resistance was encountered when parking the foot. The IFU states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose proglide smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The other perclose proglide device is being filed under a separate medwatch MFR number.